Event description:
According to the reporter: product was used to remove specimen. When device was removed, plastic was seen in the patients abdomen. The metal ring was broken so the plastic portion that is suppose to remain on the ring slipped off. I was able to save the device itself but not the packaging with the lot # and expiration date. There was no unanticipated tissue loss. The incision was not extended by more than one inch. There was no unanticipated blood loss of 500cc or more. Surgery time was not delayed by more than 30 minutes.plastic piece from the half ring which goes inside the patient. The device component was retrieved.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) concurrently with sustaining engineering led an evaluation of received one device opened by the account. The evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, and an evaluation of the returned device. The instrument was received with the bag disengaged and not received. No plastic remnant was noted on the ring. The black shrink tube was stretched and broken on the ring. The plunger and metal ring advanced and retracted properly. A review of the device history record could not be performed because the lot number was not provided. However, lot numbers from stock were provided. A review of the device history records for each stock lot number has been performed. This review confirmed that this lot of products was reviewed and released according to qa specifications replication of the reported condition may occur when an obstruction is introduced inside the metal ring. An obstruction can occur when an instrument, extraneous materials, or the cinched bag itself interferes with the retraction of the ring. In this case, the black shrink tube fails during retraction, but the black shrink tube remnant remains on the ring. The average force required to replicate condition has been measured at 14 lbs. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. (B)(4).

Event description:
Procedure: lap chole.